Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion sets fell off events while doing physical activity on date (B)(6) 2024. The infusion set was in use for 2 days for all events. Blood glucose level during the event was reported low. Patient consumed glucose tablets to address low blood glucose level. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).